Manufacturer narrative:
This report is submitted on may 21, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient developed and infection and was subsequently treated with a medication (type and date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The previous or initial MDR submitted on may 21, 2018 was filed inadvertently, the infection and subsequent treatment is not device related.